Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the rotative acid pump and acid injector needed to be replaced. The fse replaced the rotative acid pump and acid injector and performed annual preventive maintenance. The fse followed up with the customer to ensure that intermittent discordant results were no longer occurring, and the customer confirmed that they were no longer experiencing the issue. The cause of the discordant, falsely low troponin result was a malfunction of the rotative acid pump and acid injector. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low troponin result was obtained on a patient sample on an advia centaur cp instrument. The discordant result was not reported to the physician(s). The result did not match the patient's previous result, and was rerun on another instrument and resulted higher. The customer stated that other discordant troponin results had been obtained on the instrument intermittently. It is unknown if those discordant results were reported to the physician(s), or if the corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low troponin result.